Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin issues at the abutment site and was treated with oral antibiotics (duration not reported).